Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device with delivery system (wds) was used. On (B)(6) 2021, one day post procedure, the patient experienced cardiac arrest and died. No additional information is known at this time.